Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that a rotor motion controller error was found in the system's logs. However, the unit was found to be functional. The rep reloaded the motion controller firmware and performed a re-homing cycle. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system displayed "error initializing collimator" after starting the system. The site rep restarted the system and the error was still appearing. No patient was present during the time of the reported incident.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for evaluation. It was reported that the gantry rotor would move during moving calibration, unintended motions. The firmware was reloaded onto the unit without resolution, confirming the rotor amp was not functioning as designed.